Event description:
It was reported that the anesthesia system generated airway pressure sensor alarms. There was no harm to the patient. Manufacturer's reference #:(B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. The distributor's field service engineer (fse) investigated the system on-site and confirmed the issue. The fse cleaned the all the pressure transducer pcbs which initially resolved the issue. The system has since returned to normal operation. Device logs were not available for analysis. The issue reoccurred on (B)(6), when airway pressure sensor errors, pressure transducer failed, and additional clinical alarms were triggered during treatment. The problem was resolved during a second service visit by replacing the fresh gas pressure transducer pcb. The second event is reported in mfg report number (8010042-2025-0001022). Our conclusion is that the reported failure was due to an offset drift on the pressure sensor. The root cause of the drift has not been determined.

Event description:
Manufacturer's reference #: (B)(4).